Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: when the guidewire was inserted into lesion, it was kinked. The coating of the shaft had come off. The pt's post procedure status was reported as being good.

Manufacturer narrative:
A visual examination was made of the guide wire which revealed the distal tip of the guide wire is wavy and misshapen. There were several severe kinks observed in the proximal ptfe coated end of the wire with some of the ptfe coating missing. The first kink or bend in the wire was observed at 40cm from the proximal end. Several more kinks are observed between 120cm-128cm from the proximal end with ptfe coating flaking or missing from the wire. The torque device was not returned with the guide wire. A visual examination of the ptfe coating in the proximal end was observed under 40x magnification, revealing the ptfe coating damage is located between 120cm and 128cm inferior to the proximal end, which gave clear indications that the ptfe coating is erratic had been partially peeled due to sheering forces with the partial pieces of ptfe coating still attached. The sheering./ peeling of the ptfe coating is erratic throughout the 8cm section of the wire that is kinked, in some areas the coating is intact and in most areas where the coating is missing it is missing from 360b around the wire. Also observed at the damaged location were impressions/marks or scratching which indicates that something was dragged along the length of the wire and again confirming that sheering forces were applied. Such a failure can occur when the torque device has not been properly secured to the wire. A simulated use test was performed in the lab to evaluate the effects of the torque device on ptfe coating. A 1341 guide wire was used to conduct this test by cutting the proximal ptfe coated section into three (3) segments. A torque device was attached tightly/securely to one end of each wire, while another torque device was attached to the opposite end, each with a different amount of torque applies to secure it in place. The first evaluation was made to the torque device that was tightly secured the ptfe coated wire, which was then turned for torque. The opposite torque device was securely held into place to add resistance. The evaluation concluded that when both torque devices are securely clamped to the wire, that twisting occurs in the wire but no movement occurs in the torque devices. The torque device was then removed and the ptfe coating was observed under magnification. The only damage observed were impressions of the brass collett left in the ptfe coating, while no peeling of the coating was observed (see attached photo). The same evaluation was conducted again yet this time the torque device clamped to the opposite end of the tightly secured torque device it being only lightly clamped to the ptfe coated wire. When torque was applied slipping occurred in the lightly clamped torque device. The wire was then observed under magnification which peeled and sheered the ptfe coating from the full radius of the wire. The same evaluation was again performed for a third time, yet this time the torque device was secured to the wire in a segment between the range of the first evaluation (tightly secured) and the second evaluation (lightly secured). The medium secured torque device slipped when a force was applied to the tightly secured wire at the opposite end, which again was held to add resistance. The results of the test were again evaluated under magnification (see attached photo) and again the appearance of the coating was indicative of a sheering force, but this time the coating was only partially peeled. The torque device was not returned with the guide wire, however, the simulated lab study indicates this type of failure can occur from not properly securing the torque device to the wire. Because of the kinking that was also observed in this area it would suggest that either the torque device was used in an overly aggressive manner or that some other type of instrument was used on the wire in this region for unknown purposes. A DHR review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product failure was confirmed through a visual examination that confirms the ptfe coating is peeling. Simulated lab testing confirmed that similar results could be achieved through not properly tightening the torque device to the wire and adding resistance in the wire. It is also evident that bending/kinking and peeling of the coating occurred in the wire which, typically can occur from sheering forces of not properly securing the torque device to the guide wire in combination with an overly aggressive technique or that an other unknown instruments were used on the guide wire for unknown reasons. The dfu instructs the user to tighten the torque device to the wire, the dfu also warns the user to never torque the wire when resistance is met and that excessive force may result in damage to the guide wire. It is assumed that this incident occurred from resistance met during the procedure and torque was applied to a torque device that was not tightly secured to the wire.